Event description:
It was reported that a deformed stopper occurred during use with a syringe 1.0ml 30ga 8mm. The following information was provided by the initial reporter, "informs that it sells syringes to customers to perform cosmetic procedures (botox), and in the informed batch one of its customers reported that around 5/6 syringes had the plunger rubber "broken". "The moment she aspirates the product, on one side it seems to have pulled the correct dose, but on the other side the stopper is higher, as if crooked," says the customer."

Manufacturer narrative:
Investigation: customer returned (40) 1cc, 8mm, 30g syringes in sealed poly bags with the shelf carton from lot # 8120649. Customer states that the stopper is crooked. All returned syringes were examined and no deformed stopper was observed. However, the customer also returned a photo of a 1cc syringe that did exhibit a deformed stopper. A review of the device history record was completed for batch# 8120649. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200758291] noted for dry barrels. Silicone is sprayed into the barrel to provide lubrication for the plunger rod and stopper. If silicone is not present when the stopper is installed at the assembly metro, the sealing edge of the stopper can roll and deform due to the friction between the barrel and stopper. Review of quality notifications and maintenance dispatches found quality notification 200758291 for dry barrels on machine jh.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a deformed stopper occurred during use with a syringe 1.0ml 30ga 8mm. The following information was provided by the initial reporter, "informs that it sells syringes to customers to perform cosmetic procedures (botox), and in the informed batch one of its customers reported that around 5/6 syringes had the plunger rubber "broken". "The moment she aspirates the product, on one side it seems to have pulled the correct dose, but on the other side the stopper is higher, as if crooked," says the customer."